Event description:
Operative procedure on 11/8/96. Pt status post pcd insertion approx. 3-6 months ago who has now had erosion of lead through his pocket incision. There are no obvious systemic signs of infection, however, the pcd requires removal.